Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received minimum fill message after loading a cartridge with insulin. Reportedly, the cartridge was filled with 200 units of insulin. The customer's blood glucose level was 182 mg/dl. The customer was able to load a new cartridge successfully.